Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder replacement dr. (B)(6), (B)(6) hospital, (B)(6) 2018. During procedure, whilst inserting a screw into glenoid metaglene baseplate, 1 x distal lug / tip of screwdriver broke off into wound. Surgeon irrigated wound copiously, applied suction - he was confident small metal tip was removed from the surgical wound. No check x-ray ordered intra-operatively. Surgeon was able to complete the insertion of remaining screws, using same instrument. 2 minutes delay to procedure, no ae to patient. Male patient, (B)(6).